Manufacturer narrative:
Device 3 of 5 e1: patient country: (B)(6)

Event description:
Unomedical reference number (B)(4) event occurred in spain it was reported that patient faced five infusion set cannula fell off events on 16 mar, 25 mar, 29 mar, 03 apr and 07 april, 2024 each. Events occurred within few hours of use. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.